Manufacturer narrative:
19aug2021.

Event description:
It was reported that the ventilator locked up at start up with error code backup alarm failed. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported.

Manufacturer narrative:
Information was received that the issue occurred during set up for use, with no delay to therapy. The customer troubleshot with technical support and confirmed the error code in the ventilator diagnostic logs. The customer replaced the motor controller board, and the unit was returned to use. The customer indicated that the defective part would not be returning for analysis.